Event description:
Originally, the feeding tube was placed on 4/27/94, because the pt was experiencing recurrent vomitting. The feeding tube was changed on 6/6/94. During this time, the pt had a number of x-rays taken because of his condition. On 7/5/94, an x-ray showed that the distal 4 inch section of feeding tube had broken off. The section of the fedding tube was removed by endoscopy at an acute care facility.